Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter continued to prompt the "apply sample" symbol after a sample had been applied to the test strip. The complaint was classified based on the conversation the customer card advocate (cca) had with the pt, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began on (B) (6) 2009 at 7:30am. The pt stated that morning she woke up feeling dizzy but was unable to confirm what her blood glucose was as a result of the alleged issue. The pt stated that later that day her symptoms became progressively worse and also began to feel itchy and had "hot flashes." Despite the alleged issue, the pt claimed she continued to take her usual dose of oral medication. One or 2 days after the alleged issue started, the pt reported that she went to see her physician as a result of not feeling well. At the time of the doctor's office, the pt claimed her blood glucose was tested on another device and read close to "400 mg/dl." The pt reported that she was administered a shot to lower her blood glucose. The pt was unable to confirm if she was treated with insulin. At the time of troubleshooting, the cca noted that the pt was applying the sample incorrectly to the test strip. The alleged issue remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.